Event description:
Initial result for a pt sodium was 133 meq/l. When repeated, the result was 141 meq/l. The incorrect result was not used to guide therapy. The field svc rep changed the bod settings to correct the issue.